Event description:
Per the clinic, the patient experienced chronic pain at the abutment site. Subsequently, the patient was prescribed multiple courses of oral antibiotics (dates not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered a steroid injection on (B)(6) 2015 due to pain at the implant site. The implanted device remains. This report is filed january 12, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.